Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date; date implanted; manufacture date.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene tibial bearing. The tibial bearing was removed and replaced.